Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was attributed to the cta peri-pump, which was not draining wash buffer properly. The fse replaced the cta peri-pump, tubing, and cta active wash station to resolve the leak. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the closed tube aliquotter (cta) wash station of a unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The operator was wearing gloves and a lab coat. There were no reports of direct contact with the leak or of injury due to the leak. There were no erroneous results generated as a result of the leak.